Event description:
The customer reported the system displayed a communication error and would not reboot after shutting down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ups and the interconnect cable. The system operates as intended.